Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a past elevated blood glucose level (value not provided); cause was unknown. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital; however could "not recall" the release date. Issue was resolved with no permanent damage and customer reverted to an alternate method of insulin therapy.